Event description:
Caller reported cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information from technical support and successfully restarted their sensor session, resolving the issue without further occurrence of the error.